Event description:
Drug-coated balloons (dcbs) have become a new treatment strategy for coronary artery disease, and the drugs used in the coating and the coating technology have progressed in the past years. Without permanent implant, a dcb delivers antiproliferative drugs rapidly and uniformly into the vessel wall via the excipient during a single balloon dilation. This article is meta-analysis involving a total of 39 studies, with 9 studies reporting the xience stent. The xience studies will be captured for the mentioned outcomes of thrombosis, restenosis, target lesion revascularization (tlr), major adverse cardiac event (mace, including a combination of cardiovascular events like myocardial infarction (mi), stroke, and cardiovascular death and/or death), and death. The article concluded dcb may become an important measure for interventional treatment of de novo svd¿s. Details are listed in the attached article, titled "chinese expert consensus on the clinical application of drugcoated balloon (2nd edition).¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of thrombosis, stenosis, myocardial infarction and stroke are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title: ¿chinese expert consensus on the clinical application of drugcoated balloon (2nd edition)¿ b3: date of event will be estimated as 1/01/2015. D4: the UDI is not known as the part and lot number were not provided. D6a: date of procedure/implant will be estimated as (B)(6) 2014. The additional patient effect of death reported in the article are captured under separate medwatch report.